Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to mdrs 1810909-2020-00243 and 1810909-2020-00244.

Event description:
The customer reported that she obtained a difference of 40-60 mg/dl between blood glucose readings obtained on the contour next ez meter and a different meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot # 9cpeg01b for evaluation. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance. The initial report indicated that this event was related to mdrs 1810909-2020-00243 and 1810909-2020-00244. This event is unrelated to the above mentioned reports and the information in section h10 of the initial report was captured inadvertently.